Event description:
The customer reported that only 5 out of 12 images requested were actually saved. The system was not consistently saving images. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.